Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 245 mg/dl at time of incident and current blood glucose level was 448 mg/dl. The customer was treated with boluses through the pump and manual injection. The customer stated she had high blood glucose with the pump. The customer stated that the pump alleged pump was under delivering as she had been low and also tested a bolus without being connected and insulin barley came out. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.